Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing and removing the balloon dilation catheter over the guide wire include, but are not limited to, inner diameter of the balloon catheter, outer diameter of the guide wire, device support, user technique, and/or damage to the balloon catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to advance/remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9 - device available for evaluation updated from ¿yes¿ to ¿no¿ h3 - reason device not evaluated by mfg updated from 'device evaluation anticipated, but not yet begun to 'na'.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with 95% stenosis, without calcification and mild tortuosity. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was inserted, however, a balloon could not advance over the guide wire and got stuck. The balloon and guide wire were removed together as a unit. Another ht bmw universal ii guide wire was used with the same balloon to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.